Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt's impedances now all show >4000 ohms between contact pairs. The provider told the caller that the pt did not have a fall that prompted this and the change in impedances was a surprise. Agent and caller reviewed considerations around the lead replacement but also around the potential for replacing the ins while they are in the procedure. They later reported that the lead was twisted, frayed and completely broken in pocket. Fluoroscopy also showed tined portion of the lead frayed and broken. Impedance on all 4 electrodes was measuring 4000ohms. Patient noticed when they went to make a programming change the device did not let them make adjustments and came up with an exclamation mark warning. The cause was unknown. Troubleshooting was not performed. The lead and ins were replaced. Fragment of lead was left in as physician could not get to it.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2phvd implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va2phvd) revealed that the outer insulation of the lead was twisted. Analysis of the lead also identified that all conductor(s) were broken in the body of the lead 19 cm from the proximal end as a result of factors not related to product reliability. Continuation of d10: product ID 978b128, lot# va2phvd, implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.